Event description:
A falsely elevated troponin I result of 6.76 ng/ml was obtained on a patient sample. The results were reported to the physician. The sample was repeated and a result of 23.94 ng/ml was obtained. It was repeated a second time and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consrquences as a result of the falsely elevated troponin I results. Analysis of the instrument and insrument data indicate that the cause for the falsely elevated troponin I results was poor substrate aspiration precision.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was poor substrate aspiration precision. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.